Event description:
In 2008, upon analysis of the returned complaint part, it was identified that all four tip points were broken off and not that it was worn as previously reported three months prior. Originally, the distributor reported that after surgery it was noticed that the instrument was extremely worn. The malfunction, broken tips, has resulted in an adverse event in the past.

Manufacturer narrative:
The results of the device history record review indicate the part met specs. Visual examination of the bone awl showed that all four tip points are broken and not worn as reported. The engineering investigation determined the malfunction is due to the tip design. The driver has been redesigned and pn 1155-2 recalled per rc# 1649384-04/09/08-002-r. The district office has been notified.